Event description:
It was report that the customer was unable to turn the pump screen on. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. Customer had not addressed bg at time of troubleshooting. During troubleshooting, it was discovered that the wake button on the pump was working appropriately, and the customer was able to turn the display on and access pump features when not plugged into the power source. The customer reverted to an alternate method of insulin therapy.